Event description:
The patient stated that her blood glucose has been elevated for the last day and a half. She stated that her blood glucose was in the upper 400 mg/dl range. She stated that she changed her infusion site and bolused but her blood glucose remained elevated. She then gave herself an insulin injection and her blood glucose did come down. She stated that her blood glucose was good overnight and the next morning her blood glucose was 470 mg/dl. She stated that she then drank some water and called the doctor (doctor's advice was not provided). She stated that at some point her blood glucose rose to over 500 mg/dl. Her normal blood glucose range is 150-160 mg/dl. The patient had high blood glucose symptoms of shortness of breath and her heart rate was "outrageous." The patient stated that insulin had leaked into the cartridge compartment of the infusion device but she was unsure of how this happened. Attempts were made to follow up with the patient but were unsuccessful. Product was requested to be returned for evaluation.